Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for damaged barell with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Confirmed complaint. Based on this evaluation the potential causes for the problem is jam at feeder system and synchronism failure at assembly machine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the nurse during use, that the bd plastipak¿ 3ml luer-lok¿ syringe leaked at the plunger site due to a crack in the syringe itself. No reports of serious injury or medical intervention were noted as a result.